Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added : the lot was manufactured from august 06,2019 - august 07, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which did not identify any abnormalities that could have contributed to the reported condition. The photograph showed an arrow from the customer pointing at the spike port/cap area. The photograph was zoomed in at the area of the spike port/cap and no visible leak was identified. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.